Event description:
Irritation (and pain) in the vaginal area [vulvovaginal discomfort]. Irritation (and pain) in the vaginal area - tampon [medical device site discomfort] . (Irritation and) pain in the vaginal area [vulvovaginal pain]. (Irritation and) pain in the vaginal area - tampon [medical device site pain]. Tampons falling apart [device breakage]. Tampons falling apart when taking out [complication of device removal]. Case narrative: consumer reported via phone that the tampon is falling apart during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.